Event description:
The patient had generator explant on (B)(6) 2012. Product analysis was completed on (B)(6) 2012, and the as-received settings in the product analysis lab were indicative of a faulted system diagnostic test occurring sometime prior to the generator being returned. Review of the in-house programming/diagnostic history database revealed that these settings were likely not intended for the patient. Since it is unclear when the programming anomaly occurred, the date of surgery will be used at this time. Attempts for copies of the treating physician's flashcards to assess when the likely faulted system diagnostic test may have occurred have been unsuccessful to date.